Manufacturer narrative:
The customer spoke with technical services (via phone) and was able to resolve the issue remotely. Therefore, no parts needed to be replaced. In a follow up, it was reported that the console is back in service with no issues. Based on the information available, the customer reported event cannot be confirmed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console was presented with no phacoemulsification power. Procedure details and patient impact were not reported. Additional information has been requested but none received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).